Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose/protruded drive support disk. The device was received with cracked case at the display window corners, cracked battery tube, and missing end cap sticker.

Event description:
It was reported that insulin squirted out during priming and the insulin pump alarmed. The blood glucose reading was 8.1mmol/l. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.